Event description:
It was reported that the patient presented via merlin.net. Review of the transmission revealed high ventricular rates. The patient was brought into the clinic for further evaluation. Fluoroscopy did not indicate any damage to the lead. Upon interrogation, the right ventricular lead exhibited noise. The device was reprogrammed. The patients condition following the event was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.